Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient did not undergo surgical intervention as planned due to an unrelated hospitalization (neurological changes). Surgical intervention regarding the reported issue may be taken at a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing overstimulation and her foot pain has increased causing sensitivity. X-rays revealed the scs lead has migrated. An sjm representative was unable to resolve the stimulation issue with reprogramming. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2016 during which the scs lead was repositioned which resolved the issue.